Manufacturer narrative:
Date of event has been estimated. Date of implant has been estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the tip of an unspecified supera self-expanding stent system (sess) separated and remained in the patient anatomy. No additional information was provided.